Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a rash with the soft touch 72r electrode while using the spinal pak device. The patient stated the skin irritation started a couple of days after he started using the device. He described his skin as red and itchy. The patient stated that his body is very itchy around the electrodes and other body parts including the head, stomach, arms, and legs. The electrodes are changed every 2 to 3 days and moved daily. The patient sometimes uses the cover patches. The area is clean with soap and water. No wipes. No seasonal allergies. The patient does not have sensitive skin the patient is allergic to bee stings and penicillin. The patient was instructed to stop using the 7r electrodes. He was sent replacement soft touch 63b electrodes. The patient will call back with any updates. It was later reported that the patient's doctor suggested that he apply an over-the-counter medication to the irritation. No further consequences have been reported at this time.